Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. This event occurred outside the us. All information provided is included in this report. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed no output when programmed dddr 60 bpm in unipolar mode, and anomalous output conditions. Further testing revealed the no output condition was the result of lifted hybrid bond wires.